Event description:
It was reported that no alerts occurred. Data was provided for evaluation. Confirmation of the allegation was not confirmed and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).